Manufacturer narrative:
User reported discrepancies between bg and sg readings. The user also reported experiencing increasing pain at the insertion site, suggesting that the insertion site was still healing, which may have impacted the system's performance. Customer care intended to advise the user to resume use of the system once the insertion site had completely healed and call back if the issue persists for further troubleshooting. However, further follow-up with the user was not possible as the user remained unresponsive to multiple communication attempts, and this guidance could not be communicated. Based on the available information, the insertion site condition may have contributed to the reported bg and sg discrepancies. Due to the lack of user follow-up, a definitive root cause could not be established. As per the data management system (dms) review, the system remained in active use with up-to-date information.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from blood glucometer measurements. No injury or medical intervention was reported.